Event description:
The hcp reported the patient was experiencing no therapeutic effect and drug withdrawal. The device system was explanted after an implant duration of 34 months and replaced. The patient is reported to have recovered without sequela. A follow up report will be sent if additional information is received.